Event description:
Pt has experienced multiple episodes of atrial fibrillation subsequent to heart ring implant on (B)(6) 2007. A-fib events for 2007 and 2008: not available. For 2009: intermittent a-fib, (B)(6), 491 episodes as long as 28 mins. For 2010: on (B)(6), 17 episodes as long as 5.5 mins, on (B)(6), 2 episodes as long as 10 mins. For 2011: no episodes. For 2012: on (B)(6), 5 episodes as long as 6.5 hrs, (B)(6), 7 episodes as long as 2.5 mins. For 2013: on (B)(6), 13 episodes as long as 7 hrs, (B)(6), 22 hrs episode, (B)(6) 7 hr episode. Intervention: pt placed on warfarin for anticoagulation and stroke prevention, end of (B)(6)2013. Heart ring was implanted to remedy mitral valve prolapse. This was successful as yearly sonographic measurements show valve to be 99.99% competent. However, heart ring appears to not be working to control a-fib episodes, if that is/was part of it's intended function.